Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. The needle overmold assembly was severely bent. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip was seized. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscal repair procedure using a fast-fix 360, t2 deployed prematurely after t1 was deployed. Both ts were removed from the patient. The procedure was finished with a minor delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.